Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and five months later, the patient had history of chest and abdominal pain. After one year and eight months later, computerized tomography-abdomen without contrast was performed which showed that there was a vena caval filter in place. As compared to the prior study there has not been migration of the filter. The inferior vena cava filter tip was just below the level the right and left renal veins. There was no tilt of the inferior vena cava filter. The inferior struts extended just to the margin of the inferior vena cava. Filter the most medial struts just touches the abdominal aorta no surrounding fluid the abnormality was evident, and this has not changed from the previous examination. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.